Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for fecal incontinence urge incontinence. The trial began (B)(6) 2022. It was reported that the patient stated they had issues with constipation. Additional information was received from the patient. They stated that they have had diarrhea which caused a couple bowel accidents these past couple of days. They said they had their bandages changed and they and their sr increased their stimulation and they have not had accidents since then. On (B)(6) 2022 the patient stated that they have not been tracking their data for the past few days due to having a fever of 101 f. On (B)(6) 2022 they said they have been in bed due to having the flu and today they experienced some "painful zapping" and was not sure if something moved that may have created that pain. Patient said they turned the device off and will turn it on when they feel better. Patient was referred to their clinician. On (B)(6) 2022 the patient said they were very sick and ran a fever of 104 and was not able to record data for 17-18 and 18-19 so these were left blank. Additional information was received from a healthcare provider (hcp). When asked what steps were or would be taken to resolve the issue of "painful zapping," the hcp replied "permanent transmitter placed on (B)(6) 2022." The issue was reportedly resolved.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown, implanted: (B)(6) 2022. Product type: lead information references the main component of the system. Other relevant devices are: product ID: neu_unknown_lead.